Event description:
The customer reported the footswitch to be sticking in the on position. There was no uncommanded x-ray, though there was a beeping noise accompanying the reported sticking. This may have been a lock-up of the system. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch and the control panel processor. The system operates as intended.